Event description:
Patient revised to address loose cup, osteolysis and polyethylene wear.

Manufacturer narrative:
Primary reported 20 years ago. Examination of the returned devices finds nothing outward that would suggest product error. The investigation is unable to draw any conclusions as to why the cup became loose after approx 20 years in-vivo. Poly material wear is noted. There is, however, nothing that appears excessive of note for the length of time implanted. It is not unreasonable to expect some degree of poly-wear after approx 20 years implanted. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated.